Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The hp had already disconnected and turned off the hc. During troubleshooting, it was found that the patient line was not properly primed prior to connection. The technical service representative (tsr) explained the alarm to the hp. The hp was to finish therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This was a report of a system error 2240 where it was found that the patient had incompletely primed the patient line and connected to the patient line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. This guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to verify that the patient line is properly primed. The guide also provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.